Event description:
Customer reportedly received results of 139 mg/dl and 81 mg/dl within 10 minutes on the aviva system. Customer reported feeling extremely hot and nervous with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.